Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, upon first inflation, it was noted that contrast media was leaking from the balloon when pressure was applied slowly at 5atm for 5 seconds. The procedure was completed with a different device. No patient complications were reported.